Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar, cannula, circular and envelope seal appeared intact. The radially expandable sleeve was received. The obturator was received inserted into the cannula, prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. The cannula tip were checked with a 221. Pin gauge and was in spec. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the devices were used on the patient during a laparoscopic cholecystectomy, the seal was damaged. The surgical technician tested the trocars and put 5mm instruments down each trocar to see if the devices were sticky. It was very difficult to get a 5mm grasper instrument on both trocars so before the case even started, they pull the devices from the field and was replaced with two new trocars. There was no patient injury.